Event description:
--

Event description:
Boston scientific received information that during an implant procedure, after successfully implanting all the leads during pocket closure, the patient went into supraventricular tachycardia. Upon interrogating the device, it was noted the patient was in atrial flutter, however the patient eventually went into ventricular tachycardia. Therapy was programmed on, and the patient received anti tachy pacing and shock therapy, however the rhythm persisted. The physician requested therapy to be programmed back off, however it was now noted the device could not be interrogated or programmed. The physician elected to explant the entire system at this time. Upon interrogating the device after the procedure, a message that "a short circuit condition was detected during shock delivery" was noted. Additionally, the battery was observed to be at end of life (end of life (eol). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a full analysis of the device was performed. External visual inspection noted an arc mark on the back of the case, and x-ray inspection noted the plasma fuse was blown. The device was interrogated and showed the battery status at eol with average power consumption of 26 watts and a remaining cell capacity of 1.52 amp hours. Lastly, a review of the device memory noted numerous memory faults, a lead short fault, a lead leakage fault, an oscillatory mismatch fault, and a charge time. It was concluded that analysis confirmed the field observations of loss of telemetry and fault codes through induced damage due to the device shocking into a shorted lead.

Manufacturer narrative:
The device will be returned for final analysis. Preliminary analysis of the provided save to disk data shows that a short circuit condition occurred during shock delivery and damaged the device causing charge time-outs. The device exited storage mode and was initially in "tachy off" mode. The tachy mode was then changed to "monitor plus therapy" and a short circuit condition was detected during shock delivery, triggering a fault code. This results from a shock into a low lead impedance and redetection would be initiated, however subsequent capacitor charge times exceeded the time-out limit, initiating a second fault code. Further analysis of device hardware will be performed when the device is returned.